Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 09/2018). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that two years and seventeen days post a stent placement in the distal superficial femoral artery via the right leg, the subject had serious adverse event of occlusion of right superficial femoral artery which required target limb re-intervention. It was further reported three years, eleven months, and twenty-five days after index procedure, percutaneous transluminal angioplasty procedure, bare metal stent placement and drug coated balloon catheter was used to treat in-stent restenosis. Treatment re-intervention was successful and the outcome of the serious adverse event was resolved. Furthermore, six years, five months and twenty-four days after index procedure, the subject had serious adverse event of thrombotic occlusion of the right superficial femoral artery which required target limb re-intervention. Evidently, stent graft or covered stent placement, percutaneous transluminal angioplasty procedure, atherectomy, and aspiration thrombectomy was performed to treat thrombosis. Treatment re-intervention was successful and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the IFU, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H10: g3. H11: b5, h6 (patient). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately two years and seventeen days post a stent placement in the distal superficial femoral artery via the right leg for new lesion stenosis, the subject had an adverse event of vascular stent occlusion of right superficial femoral artery. Reportedly, the adverse event was not related to the study device and study procedure. It was further reported that approximately three years, eleven months, and twenty-five days after index procedure, the subject underwent re-intervention for target lesion instent restenosis with drug coated balloon, percutaneous transluminal angioplasty, bare metal stent and lifestent with initial stenosis of 100%. Reportedly, the re-intervention was successful and the current status of the patient was unknown.

Event description:
It was reported through the results of a clinical trial that two years and seventeen days post a stent placement in the distal superficial femoral artery via the right leg, the subject had serious adverse event of occlusion of right superficial femoral artery which required target limb re-intervention. It was further reported three years, eleven months, and twenty-five days after index procedure, percutaneous transluminal angioplasty procedure, bare metal stent placement and drug coated balloon catheter was used to treat in-stent restenosis. Treatment re-intervention was successful and the outcome of the serious adverse event was resolved. Furthermore, six years, five months and twenty-four days after index procedure, the subject had serious adverse event of thrombotic occlusion of the right superficial femoral artery which required target limb re-intervention. Evidently, stent graft or covered stent placement, percutaneous transluminal angioplasty procedure, atherectomy, and aspiration thrombectomy was performed to treat thrombosis. Treatment re-intervention was successful and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: manufacturing review: there is no indication that a manufacturing process may have caused or contributed to the reported issue. Based on the evaluated information, no clear root cause for the reported event could be determined. Investigation summary: the stent was not returned for evaluation. The stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H10: g3. H11: g2, h6 (method, result). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.